Event description:
The service and repair department documented that the depth gauge for 2.0mm and 2.4mm screws; probe broke off during sterilization on (B)(6), 2014. There was no surgery involvement and the sales consultant confirmed that there was no patient involvement and that the issue was found outside of the operating room. This report is 1 of 1 for complaint (B)(4),

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 31-mar-2008. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A pd evaluation was conducted. The report indicates that the returned depth gauge was received as described with the needle broken off at the intersection with the slider. This failure mode occurs when a side load is applied to the needle. The thread is a m1.2 x 0.25 and doesn¿t withstand a large side load. The manufacture date is march 31, 2008. Product drawings (319_006, rev e, depth gauge for 2.0/2.4mm screws; 319_006_3, rev e, needle; and 319_006_5, rev c, slider (2.0/2.7)) were reviewed during this evaluation. The material specification for the needle is 316leh. This material is typical of depth gauges sold by synthes and is acceptable for this use. No drawing discrepancies were identified. The compact hand/modular hand system design and clinical risk management document (se_244696, rev. Ad) adequately addresses the complaint condition ¿broken: preoperatively¿. Specifically, lines# 60 & 70 assess the function ¿strength of instruments¿, with a hazard of ¿breakage/bending of instrument¿ as less severe risk with a moderate severity of harm, three, and an improbable revised probability of occurrence, one, with possible harm listed as "significant prolongation of surgery¿. Based on the fracture pattern of the needle, it appears as if the instrument received a side load, causing the needle to break at the intersection with the slider. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A service and repair evaluation was performed. The customer reported the probe broke. The repair technician reported the tip broke off. The item is not repairable. The cause of the issue is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.